Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt connected their transfer set to the pt extension line of the homechoice set during the initial drain cycle of therapy and immediately received the alarm. After receiving the alarm the home pt had noted that the clamp on the pt extension line had been left closed during the prime cycle. Baxter's technical service center assisted the home pt in ending the therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident per the home pt.